Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak in the pump. It was noted the pump looked cracked. The reservoir and cylinders were retained. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, detached exhaust tubing (cylinder 1), detached exhaust tubing (cylinder 2), detached inlet tubing, detached exhaust connector / tubing (cylinder 1), detached exhaust connector / tubing (cylinder 2), and detached inlet connector / tubing were received for evaluation. A separation was noted on the pump bulb. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. No functional abnormalities were noted with the detached exhaust tubing of cylinder 1. No functional abnormalities were noted with the detached exhaust tubing of cylinder 2. No functional abnormalities were noted with the detached inlet tubing of the reservoir. No functional abnormalities were noted with the detached exhaust/connector tubing of cylinder 1. No functional abnormalities were noted with the detached exhaust/connector tubing of cylinder 2. Abrasion was noted on the detached nlet/connector tubing of the pump. No functional abnormalities were noted with the detached inlet connector tubing. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.